Event description:
It was reported that the patient presented in clinic due to muscle spasms caused by diaphragmatic stimulation. It was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated using radio frequency (rf) telemetry. The patient reported symptoms of discomfort. The ICD was reprogrammed successfully, and the patient left in stable condition.